Event description:
It was reported that cartridge leaked insulin on five separate occasions over three months. There was no adverse impact to the customer¿s blood glucose level. Technical support made multiple unsuccessful attempts to reach customer by phone and email however no response was received.